Manufacturer narrative:
(B)(4). The pump passed the displacement test and self test. However, hardware low level failures and pthe motor arm cannot communicate with the main arm alarm confirmed in the pump history file due to broken trace at u1 keypad assembly. Pump was received with a missing display window cover.

Event description:
Information received by medtronic indicated that the insulin pump had multiple insulin pump error alarms. . Customer was able to clear the alarm successfully. Customer was able to complete rewind. Customer stated that they performed self test and passed. No harm requiring medical intervention was reported. The device was returned for analysis.